Event description:
It was reported that the customer received a compromised force sensor system alarm and a motor error alarm. She was unable to exit the preparing to prime loop. Insulin was squirting out during the manual prime process. The drive support cap was protruded. The customer's blood glucose level was 187 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.